Event description:
Patient was revised to address loosening of the tibial tray. Also, the insert was worn and broken in half.

Event description:
Reporter alleged the customer obtained a result over 300 mg/dl on the advantage system while using expired strips. Reporter stated that he took an unknown amount of novolog and 30 minutes later, he became hypoglycemic, felling shaky, sweaty, and clammy. Reporter stated that she called an ambulance and a result of 44 mg/dl was obtained on the professional system. Reporter stated the paramedics gave the customer an IV, a sandwich, and orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.